Manufacturer narrative:
(B)(4). Batch # n54l80. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify what portion of the device "fell apart"? Was there damage to the closing trigger? Was there damage to the firing trigger? Was there damage to the jaws? Please provide further detail. According to the complaint, the damage was to the internal components of the jaws of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure the jaws of the device would not close and when the customer attempted to close the jaws, the device "fell apart". No pieces of the device were reported to have fallen in the patient. No buttressing material was being used and the device did not cut or staple. It was unknown which reload was being used. Procedure was completed with another device of the same product code. There were no patient consequences reported.